Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0277 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "cracked needle, leakage (at junction between the needle and the plastic)." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the needle housing is confirmed but the exact cause remains unknown. One 20 ga ez huber infusion set was returned for evaluation. The product label returned indicated lot: refw0277. The safety mechanism was returned fully engaged over the needle tip. The infusion set was flushed with water and fluid was observed to leak at the clear plastic needle housing. Microscopic observation of the leak location revealed multiple horizontal cracks in the clear housing material. The cracks appeared to be aligned in the same region as the location of the extension tubing within the housing. Since the cause of the cracking could not be determined from the sample analysis, the complaint has been documented and included in complaint trending. This type of complaint will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, "cracked needle, leakage (at junction between the needle and the plastic)." Additional information: ¿after pricking the catheter port, (good blood return) but when injecting the nacl, a leak occurred on the needle probably cracked (at the junction between the needle and the plastic). There was no harm reported.¿